Event description:
Pt was revised to address mrsa infection.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related mfg, inspection or sterilization deviations or anomalies. The investigation could not verify or identify and evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.